Manufacturer narrative:
Sample preparation and handling information associated with this event were not supplied by the customer. Calibration and qc results faxed by customer appear to be acceptable. The customer has not reported any other chemistry issues or system errors. Service was not dispatched for this event, as it appears to be reagent related. A customer notification letter was distributed in association with this rheumatoid factor lot.

Event description:
The customer reported that they obtained falsely positive rheumatoid factor (rf) assay result of 20iu/ml, generated from a unicel dxc 600 pro synchron clinical system in association with a specific rheumatoid factor (rf) reagent lot. No repeat or confirmatory testing results were provided by the customer. Hence it cannot be verified that the initial result was, in fact, erroneous. The initial, positive result was released from the laboratory; however, the customer indicated that they did not receive any reports of patient treatment being affected.